Event description:
It was reported that patient presented in-clinic after receiving a notification alert indicating high, hv lead impedance. The hvli measurements were performed and normal range was noted. Programming changes were made. Patient will continue to be followed-up.